Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 30, 2006 the lay patient contacted lifescan (lfs) alleging that the date and time were blinking on her one touch ultra meter. The medical affairs specialist (mas) sent a letter to the patient because she could not be reached by phone at two different times on two different days. The mas listened to the recorded call to lfs to obtain additional information. The patient's diabetes treatment regimen information was not provided. The patient said she was unable to obtain a meter reading at bedtime on september 29, 2006. She said she usually takes some milk to drink before bed if her blood glucose reading is lower than usual. She went to bed without a snack because she was unable to obtain a meter reading and did not want her blood glucose level to go too high. At 4:00 am, she woke shaking all over and feeling weak. She felt her symptoms indicated she was hypoglycemic and immediately drank juice. The customer care advocate (cca) confirmed that no trauma occurred to the meter and the patient had not recently changed the meter battery. The cca walked the patient through resetting the meter date and time. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a reading on the lfs product. The patient experienced symptoms that suggested hypoglycemia and treated herself with juice.